Event description:
It was reported, that the implantable cardioverter defibrillator (ICD) exhibited oversensing noise in the right atrial (ra) and right ventricular (rv) channels. The noise was able to be reproduced. The device recorded no inappropriate therapy, only short episodes of non- sustained ventricular tachycardia (n5vt). It was suspected, that there was lead insulation issue. The patient was admitted into the hospital for a revision procedure. There was no pacing inhibition. And no additional adverse patient effects were reported. The ICD, rv lead and competitor ra lead remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).